Manufacturer narrative:
2-3-2026: returned product was 1 matrix ring with a broken tyne, which is not a dentsply sirona product. The suspect product does not have any branding nor date codes on the overmolding (see images). The complaint is not substantiated as the product is a non-ds product. (Nwv) failure mode - broken product. Root cause - counterfeit product. The product received is counterfeit, we decline all responsibility for the consequences related to its use. Or the product received is manufactured by a competitor, we decline all responsibility for the consequences related to its use. Conclusion code - indeterminable.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent plus univ 2 ring broke during use. No injury occurred.